Event description:
It was initially reported that during an interrogation of the pt's device, high lead impedances was observed. Diagnostics received at the time of the recent generator implant in (B) (6) 2008 indicated diagnostics were within normal limits. It is unk what may have contributed to the high lead impedance issue. The pt has had surgery since the report of the high lead impedance, but it is unclear what happened during the surgery and if either the lead or generator were replaced. Good faith attempts to obtain additional info and to have the device returned for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury